Event description:
This is being reported as an adverse event because the complaint originated from the 522 post-market surveillance study. The device was used to perform an apical vault suspension. One device was implanted on (B)(6) 2014. There were no complication during the procedure. The pt was discharged on (B)(6) 2014 while experiencing moderate difficulty emptying her bladder and was given an option catheter. The physician assessed the event as pelvic floor related, probably related to the index procedure and possibly related to the device. In addition, on (B)(6) 2014, the pt experienced moderate, spontaneous buttock pain possibly associated with muscle spasm. The physician prescribed valium and sprix and the pt is currently recovering. The physician assessed the event as pelvic floor related; probably related to the index procedure and possibly related to the device.

Manufacturer narrative:
The device history record for lot 1402016 was reviewed and everything was in order.